Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that the customer experienced an issue with an 8mm maryland bipolar forceps instrument. The customer reported event has no report of patient injury.